Event description:
Additional information received reported that the cause of the pipeline failure/resistance was not determined. The distal section of the pipeline did not open. The pipeline was close to a bend but in a straightforward section. The pipeline was resheathed twice and then was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield device was returned with a non-mdt (headway 27) catheter inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex shield device tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid was stuck inside the non-mdt (headway 27) catheter hub. The braid¿s distal and proximal ends were opened and frayed. The non-mdt (headway 27) catheter tip and marker were examined, and no damage was noted. The catheter body was found kinked at 13.0cm from the proximal end of the hub. No other anomalies were found. Testing/analysis: the pipeline flex shield braid was carefully removed from the headway 27 catheter hub. The catheter¿s total and usable lengths were measured and within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub. The mandrel successfully passed through the catheter hub without difficulty; however, resistance was observed past the hub and at the damaged location along the catheter. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance in catheter hub¿ complaint was confirmed, as the pipeline flex shield braid was found stuck inside the non-mdt (headway 27) catheter hub. However, the cause of the resistance could not be determined. The non-mdt (headway 27) catheter is compatible with the pipeline flex shield as it has an inner diameter (ID) of 0.027 inches. The non-mdt (headway 27) catheter was also returned damaged (kinked). The cause of the damage could not be determined. In addition, the braid¿s distal and proximal ends were opened and frayed. The cause of the failure to open could not be determined. A possible cause is a damaged braid. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and didn't open properly. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ica with fusiform morphology. Aneurysm dimensions: neck diameter 10 mm. The vessel tortuosity was moderate. The physician opened a second pipeline to complete a telescopic procedure. It seemed that the device didn't open properly but the physician said it occurred because the microcatheter wasn't in the right position. They decided to remove the device in order to better place the microcatheter. During the removal/resheathing, the pipeline seemed to be stuck (locked up) in the catheter hub so the doctor removed the entire system. The catheter was flushed continuously with heparanized saline. The physician did not release the load (slack) in the system in an attempt to resolve the issue. No catheter or pushwire damage was noted. Dapt (dual antiplatelet treatment) was administered (pru level n/a). A perfect result at the end of procedure was noted. It was unknown if there were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter headway 27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.